Event description:
A falsely elevated high-sensitivity troponin I (tnih) result for one patient was generated on an atellica im 1300 analyzer. The initial result was reported to the physician(s), who questioned the result. The sample was repeated two additional times on the same atellica im and the results were similar to the initial result. The sample was repeated on a non-siemens instrument and resulted lower than the initial result. A corrected reported was provided with all results and a note that interference is suspected. There are no known reports of patient intervention or adverse health consequences due to the discordant, tnih patient results.

Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of discordant elevated results for a patient using the high-sensitivity troponin I (tnih) assay on an atellica im 1300 analyzer compared to an alternate method. The customer observed an unexpectedly elevated (> IFU 99th% reference cutoff of 45 pg/ml (ng/l)) atellica im tnih result on one patient that was low/normal using an alternate method (0.02 ug/l; reference cutoff < 0.04 ug/l). Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. Qc was in range at the time the sample was run and the patient sample results were reproducible: atellica im initial result 108 ng/l, repeated in duplicate on the same system 107.4 ng/l, 105.6 ng/l. This indicates a sample/patient specific incident. There is no sample remaining to be sent to siemens for further testing. The atellica im tnih method is a high sensitivity troponin I method vs the alternate method which is a conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. Results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. In addition, there are cardiac and non-cardiac conditions other than acute myocardial infarction that are known to cause myocardial injury and elevated tni values. Based on the investigation, no potential product issue is observed. The customer is operational. No further action is needed.